Event description:
It was reported that during an anterior cruciate ligament all-inside reconstruction surgery the flipcutter did not flip back after drilling retrograde the tibial tunnel. At the end of drilling the device gave a lot of resistance and finally did not flip back so the surgeon had do push it intra-articular. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.